Manufacturer narrative:
Continued h.6. Health effect - impact code: f23. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent fracture is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implanted in unknown eye. Postoperatively, the stent fractured during needling and it is no longer adequately filtering. Device remains implanted.